Event description:
The pt had been feeling sick lately, so she went to the doctor¿s. The doctor measured her blood glucose and the result was >500 mg/dl. Her pdm bg meter read 226 mg/dl. The doctor gave her orders to go get treated at the hosp; she was on her way to the hosp when she called.

Manufacturer narrative:
The returned device was evaluated and performed as designed. When tested on a simulated strip tester, results at all levels were better then the 20% tolerance specified with meter for readings above 100 mg/dl and 20 mg/dl for readings below 100 mg/dl until 20 mg/dl. When programmed to deliver 3 different boluses, it performed as intended. The reported malfunction could not be duplicated or confirmed. No other product condition that would have contributed to the pt¿s hyperglycemia was found. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns ¿if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately,¿ and advises ¿you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel.¿